Manufacturer narrative:
(B)(4). Additional information: to address the issue of excess solvent found at the junction of the tubing and luer post, awareness training was conducted for manufacturing operators in march 2012. The awareness training occurred after this device had been manufactured.

Event description:
Baxter (B)(4) received a report that an intermate had no flow after filling. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample without fluid in the reservoir because the tubing had been cut to drain the fluid out. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of detectable abnormality. After visual inspection, the tubing was re-connected for a functional test. After the tubing was re-connected, the sample was filled with water to its nominal volume. During and after fill, no evidence of flow was observed at the distal luer. Forced prime was attempted, flow was not observed. The root cause of the reported condition was determined to be excess solvent at the junction of the tubing and the distal end luer post. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.